Event description:
It was reported that the foot control "was leaking oil." The location of the leak was unknown. The reporter stated that there was no patient harm, adverse outcome or injury. It was unknown if an identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual foot control has been returned. Reliability engineering evaluated the device and the customer's complaint that this device has an oil leak was not confirmed. The unit was tested and was found to have oil contamination and an air leak. This is due to improper care and use. If additional information should become available, a supplemental report will be sent accordingly.